Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 449 mg/dl. The customer treated with manual injections. The customer's blood glucose went down to 391 mg/dl. Troubleshooting was performed. The customer stated that there is blood at site. Customer stated that site was not actively bleeding during time of call. The product was not returned for analysis.